Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated three times at 10 atmospheres (atm), 10atm, and 20 atm respectively. However, during the third inflation, the balloon ruptured vertically. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.